Event description:
It was reported that the newly implanted right atrial (ra) lead had perforated the heart and dislodged. Thresholds were reported to have been high and the lead was undersensing p-waves. A pericardiocentesis was required due to the ensuing cardiac tamponade. The lead was repositioned and remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.